Manufacturer narrative:
One (1) used/damaged oval bur, long carbide was returned to conmed for evaluation on 10-jun-2016. Visual inspection of the returned bur found the tip of the bur broke at the laser etched line and the broken portion was returned. This lot with the UDI #(B)(4) was manufactured on 01-sep-2015. A review of the device history record for this lot found no noted discrepancies during the manufacturing process that could have could or contributed to the reported bur tip breakage. Of the lot containing (B)(4) units, there was one other similar complaint received from the same customer for this item and lot number combination. In addition, a 2-year review of product history for this device shows there have been a total of nine (9) complaints with a quantity of ten (10) units received. During this same 2-year time frame, approximately (B)(4) units were sold worldwide, making the occurrence rate for this failure mode (B)(4) percent. There have been no serious injuries or death related to the reported breakage or the use of this device. Nonetheless, due to an escalation of complaints of the reported breakage for this product family, an investigation has been opened to address this issue. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. To reduce the risk of breakage and patient injury, the handpiece manual provides the user with the following precautions: always use the proper bur guard or attachment for the handpiece, as required, for the correct bur length and surgical procedure being performed. Always inspect for bent, dull or damaged burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. Do not use burs for plunge cutting. Damage or injury may occur.

Manufacturer narrative:
As of this filing, the used/damaged 4x8mm oval bur, long carbide has not been returned/received from the user facility for evaluation. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation. Product has not yet returned to conmed.

Event description:
The user facility reported that during use of the 4 x 8mm oval bur, long carbide in an ankle fusion procedure, the "bur broke at the laser etch line" while preparing the ankle joint for fusion. As reported, the broken portion was immediately removed with no problems noted. Other than a 2 minute delay reported, the procedure was otherwise completed with no serious injury to the patient. This report is filed on the basis of potential injury with recurrence.